Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B)(4): proximal conductor fractured, defib conductor distorted, outer tubing kinked/buckled, outer insulation breached cut, outer tubing overlay breached cut, bilumen tubing void (non-electrical), and blood was noted on distal conductor (not obstructed) and outer tubing overlay; full lead returned and analyzed.

Event description:
The patient reported that the lead was "defective" and that he spent 6 days in the hospital with "complications", including "small puncture in my lung" and "tear in my heart muscle." It was further reported that the emergency room physician had a patient with a suspected lead fracture, and that there was noise, oversensing, and high impedance of 2400 ohms. The patient had received one shock the day earlier. Further report that the patient received two inappropriate shocks for oversensing due to fracture. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.